Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 10 weeks ago. Vessel morphology at implant described as, aortic neck angulation was 45 degrees and mildly thrombosed; aortic neck diameter was 22-25mm; length was 25mm; iliac arteries were moderately tortuous; right iliac diameter was 11-10-11; right femoral diameter was 9mm. The bifurcated stent graft was implanted on the right side. It was reported that the patient presented to the hospital with cold right leg and pain in the right groin approximately one month ago. A CT angio was performed and revealed a kink at the aortic bifurcation in the proximal right iliac limb of the endurant stent graft and caused an occlusion. Two days later an aneurx limb was placed over the stenosis and pta was performed. The stenosis was successfully resolved and there was no pressure gradient after the aneurx limb was placed. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (occlusion), patient's condition affected effectiveness of device (likely anatomy related; tortuous iliac arteries). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (likely anatomy related; tortuous iliac arteries).